Event description:
My son is currently using medtronic minimed 670g insulin pump. Major quality issues with guardian 3 cgm/bg sensors, and 670g pump's cgm algorithm affecting quality of life in a serious way. This is an ongoing problem. More often than not, the cgm sensor has issues after installation. After completing the warmup, the first calibration is usually accepted, but the sensor is often trending wildly off the actual bg (generally, much lower than the bg meter's readings). The next calibration, required to start the auto mode, in many cases is rejected, then the pump starts demanding new calibrations, and after two rejected calibrations, rejects the sensor. The sensor has to be replaced (quite painful and time consuming procedures). This doesn't happen every time, but very often. Even if the sensor does not reject the second calibration, it is often way off in it's readings in the first 6 to 12 hours after installation, perhaps 30 percent of the time. Additionally, the guardian 3/670g system requires calibrations more often than the declared 12 hours, often as frequently as every 3 hours. The cgm algorithm seems to have extremely low tolerance for "noise". The sensor expires 7 days after it was officially started. Basically, if the sensor is not restarted in the morning, this is a guaranteed sleepless night with many random alarms, required calibrations, sensor failures, replacements, etc. We switched to medtronic after using dexcom 4/5 for several years. Dexcom had none of these issues.